Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: dirt adhered because leakage failure occurred and reprocessing could not be completed properly. It was unknown what the adhered dirt was. Leakage failure may have caused the occurrence of adhesion of dirt was confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the image became blurry on the bronchofibervideoscope due to dirt on the objective lens. There was no patient involvement.